Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the ippc encountered memory issue during runtime. No further information regarding the issue has been provided by the customer and no service has been performed by philips since service was no longer required. A review of the system's service history confirmed that there were similar incidents occurred after this event. However, the customer has not accepted any the repair quote, and no further actions were taken by philips. The system was returned to service in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem during runtime, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.